Event description:
I have type 1 diabetes and wear a dexcom g7 cgm and tandem mobi pump. At about 6am est I was woken up by a sensor alarm ready "low", which means my blood sugar was reading at a dangerously low level, below 40 mg/dl. I luckily was feeling fine and confirmed with my glucometer that my cgm was incorrect and my blood sugar was closer to 100 mg/dl (which happens and is understandable); however, the issue is that my cgm alarm did not go off as it is supposed to. Looking back at the data, my blood sugar was dropping low for a little over an hour before I heard any alarm. I am supposed to be woken up and receive an alarm from my cgm at anything below 75 mg/dl, and the alarm should get louder every 5 minutes if it's not acknowledged. My tandem mobi pump is also supposed to vibrate to notify me when my blood sugar is low, but I did not feel or hear that either (it is a loud buzz that's also audible). Dexcom is supposed to override any notification silencing settings and volume settings, but my phone was not on "do not disturb" or any other silencing mode at that time. There were 2 other people sleeping in the same room as me and no alarm went off until my bg was reading low. If I had truly been low, I could have had a serious medical emergency and potentially even had a seizure, as I would not have had proper time to treat my low blood sugar. At the time of the glucometer reading, my cgm was reading low. Pt code: 4582. Device codes: 2460, 1019. Ref report: mw5177556.